Event description:
It was reported that the right ventricular (rv) lead was attempted/not used, as during the implant procedure the physician was unable to effectively place the rv lead due to the patients anatomy, and was unable to get capture. The lead was removed and abandoned with the intent to attempt the implant at a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).